Manufacturer narrative:
Evaluation summary: one ls1520 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Initial visual inspection found no defects. The reported condition of device does not cut was not confirmed. The reported condition of device does not seal was confirmed. Investigation found the jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. Further investigation found that the device was not able to activate on the button switch of the device. The device was disassembled, and a large amount of fluid ingress was found inside the handle body and around the switch. The fluid caused a short in the circuit of the device preventing the device from activating to complete its seal cycle. The investigation found the device to function normally and within specifications for the device cutting mechanisms. The investigation identified the root cause of the reported seal issue to be due to user error for improper handling and cleaning of the device. The instructions for use state, keep the activation button dry and clean. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not seal. There was no patient injury or bleeding. A new device was used to continue the case.